Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The device was rec'd by the biomed with no add'l info and there was no report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when the failure occurred was not available and add'l contact info was provided.